Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however the cable was replaced as a preventative measure. (B)(4).

Event description:
It was reported there was telemetry failure. The rf (radio frequency) head was returned for repair and calibration. No patient complications were reported as a result of this event.